Event description:
Analysis of the returned device revealed that the balloon catheter shaft was leaking. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device found the shaft to be perforated. No friction was noted when inserting a 0.014 inch guidewire. While pressurizing the balloon during attempted inflation, water was leaking out of the guidewire port. The inner shaft under the manifold appeared to be perforated, which caused the leak. The device would not inflate due to the inner leak under the manifold. The device was sent back to the manufacturer for additional analysis and the manufacturer confirmed that the most probable cause for the leak was handling damage. The manufacturer confirmed that the device successfully passed the associated controls related to manifold leaks during manufacturing. These include, 100 % visual inspection for balloon/shaft integrity, leak and vacuum decay testing (vdt) prior to packaging. Therefore, it is considered unlikely that the damage noted on the returned unit occurred prior to shipment. In addition, their review of the device revealed no anomalies that would indicate the damage was related to manufacturing. There was no indication of any product quality deficiencies contributing to the damage. Review of the reported information, product analysis results, and manufacturing records revealed no evidence of any design or manufacturing specification non-conformances related to the complaint device. Therefore it has been concluded that the most probable root cause was ¿handling damage¿.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During attempted inflation of the balloon, a leak was noted at the guidewire port. Magnified examination of the port revealed a perforation on the interior of the inflation lumen, which is likely where the leak was occurring. No other anomalies were noted. A demonstration guidewire was advanced through the device without friction. Based on the examination of the perforation inside the inflation lumen, it appears that the guidewire was inserted into the balloon port instead of the guidewire lumen. The device directions for use (dfu) specifically cautions that the guidewire should be inserted into straight port (guidewire port) of the manifold. Therefore, based on analysis of the device, a root cause of use/user error has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the balloon catheter shaft was leaking. There was no patient involvement.

Event description:
Analysis of the returned device revealed that the balloon catheter shaft was leaking. There was no patient involvement.